Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. A review of provided x-ray images finds nothing indicative of a product problem. A root cause for the problems reported cannot be determined using these images. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Health effect - clinical code: appropriate term / code not available (e2402) used to capture the musculoskeletal system(e16). Component code: appropriate term/code not available ((B)(4)) used to capture no findings available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of right total hip revision to address subluxation and impingement. Date of implantation: (B)(6) 2019, date of revision: (B)(6) 2020, (right hip). Treatment: revision of head and liner.